Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 598 mg/dl with large ketones, rapid-, deep breathing, shortness of breath, chest pain, abdominal pain, vomiting, extreme drowsiness, difficulty waking up, confusion, and nausea. The reporter noted the patient was hospitalized and treated with insulin via the pump, insulin via injection, intravenous fluids, and other unspecified treatment. During troubleshooting, it was reported that the insulin on board feature prematurely displayed insulin levels at 0. This complaint is being reported because the reported serious health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 07/02/2015 with the following findings: the complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box revealed no abnormal behavior. A manual pump operation suspension was observed on (B)(6) 2015 at 1643; deliveries were never resumed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed an accuracy delivery test. The insulin-on-board feature was found to be functioning appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.